Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the device had reached end of life (eol). The pacemaker case was opened and an inspection of the internal components revealed no irregularities. A longevity calculation, performed using the implant parameters, determined that the battery had depleted earlier than expected. Our laboratory technicians performed additional tests designed to isolate the cause of the premature depletion. Current drain was measured to determine if excessive demands on the battery caused it to deplete; all measurements were within normal specifications. The battery was then replaced with an external power supply, subsequent to which the device passed all tests and operated normally. Again, normal current drains were observed. In summary, the cause of the earlier than expected eol declaration was isolated to a depleted battery. However, despite exhaustive laboratory analysis, the condition that led to the early battery depletion could not be reproduced.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that this pacemaker reached end of life (eol) on (B)(6) 2010. The previous follow-up visit was on (B)(6) 2009 and at that time the device revealed a remaining longitivity of 2 years. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.